Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while running the unit for a few days, the centrimag had m3 and f2 alarms. The alarms went off once a head was attached to the motor and the flow probe was connected to the tubing and the system was run. On (B)(6) 2022, after taking the head out of the motor and the flow probe off and starting the system, the m3 and f2 alarms came on. The unit was left on for 5 minutes and when turning it off an s3 alarm appeared. Related MFR report #: 3003306248-2022-11273.

Event description:
Additional information was received that the alarm stayed after the console was rebooted. The products were removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of m3 alarms were confirmed via the log file. The centrimag motor (B)(6) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 5 days (05may2022 ¿ 06may2022, 13may2022, 13jun2022, 28jun2022 per time stamp). The console was powered on at 17:28 on 13may2022. ¿pump not inserted: m3¿ alarms were active following start up. The console was powered off. There were no other notable alarms active in the log file. The m3 alarms were not present elsewhere in the log file. The centrimag motor was returned for analysis to the european distribution center (edc). The motor was functionally tested and operated as intended. Preventative maintenance was performed. No issues were found. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including s3, m3, and f2 alarms. The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ states that the battery needs to be replaced every 2 years. No further information was provided. The manufacturer is closing the file on this event.